Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump. Displayed a "check for cassette latch" issue. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received by smiths medical on 19-july-2019 that the issue of "check for cassette latch" was an error message displayed on the pump. No injury was reported.